Event description:
Co received a user facility voluntary medwatch report stating "primary IV tubing connected to power injector in CT. Injection started. Small amount of leakage at site, retaped, saline injected fine. Injected again, arm straight, clave tubing ballooned and burst, spraying pt with contrast. New heplock put in, reinjected and scan performed. No infiltrate." Upon further query, it was reported that pt was having a CT of the abdomen and pelvis for a complaint of abdominal pain. It was verified that there was no bleed back or blood loss and there were no adverse pt effects. Add'l info was requested, but no further info was provided.